Event description:
Per the clinic, the device was explanted on (B)(6)2025, due to an infection (site of infection not confirmed). There are no plans to reimplant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the patient experienced infection and wound dehiscence at the implant site, exposing the device.